Event description:
The persauder's dowel pin detached from the shaft preventing it from connecting with the tulip. The part was not returned. No surgical technique was provided. No patient anatomy was provided. No pre or post-op x-rays were provided. No harm or injury to patient was reported. Case was completed. Cause is indeterminate. The persuader was not returned. The information provided is insufficient to evaluate the engagement issue of the tulip with a persuader; therefore, the engineering conclusion is inconclusive. No patient harm or injury was reported.